Manufacturer narrative:
B5;additional information received: it was confirmed that the hydrophilic coating was activated and device was inspected and prepped per IFU with no issues noted. It is reported as possible that something was overlooked during inspection. Per the physician, neither the vessel diameter nor the tortuosity was significant enough to cause problems. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath was used during an unknown endovascular procedure. It was reported that during the index procedure, when the sheath was inserted through groin, there was a trace amount of blood leakage from the hemostatic valve. The sentrant sheath was immediately removed from the body and the procedure was completed without any failure with a non-medtronic device. No blood transfusion was required. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.